Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the emergency room and diagnosed with methicillin-resistant staphylococcus aureus (mrsa). The patient's mom states, son had a lump under the skin and it was red and irritated. Initially he was given a topical cream which didn't help and so they went back and was given an antibiotic for the same issue two days later. Clindamycin was prescribed and the dosage was 300 mg for 5 days, 3x a day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.